Event description:
Continued and worsening allergic reaction to polident. I used it to clean retainers as was suggested by dentist. I've been getting swollen and sore lips in reaction to it. Is the product over-the-counter: yes; did the product stop after the person reduced the dose or stopped taking or using the product: yes; did the product return if the person started taking or using the product again: yes. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018.